Manufacturer narrative:
The device was stopped and remains inside the patient. No product was returned for evaluation. A correlation between the device and the reported suspected device thrombosis, hemolysis, and stroke could not be conclusively determined. Thrombus, hemolysis, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that lab results from (B)(6) 2016 showed pancytopenia with biomarkers related to hemolysis. The patient had a lactate dehydrogenase (ldh) of 1100 u/l, tea-colored urine and a sub-therapeutic inr of 1.1. The patient was admitted to the hospital on (B)(6) 2016. At the time of the event, the patient was taking warfarin and aspirin at home. It was reported that multiple lvad stoppage events occurred, associated with low pump speeds. On (B)(6) 2016, the patient developed an acute cerebrovascular accident (cva) with right hemiparesis and mental status changes. The patient had some difficulties swallowing and some expressive aphasia. A CT of the head and neck showed thrombus in the distal left internal carotid artery (ica) with occlusion of the left ica terminus and left middle cerebral artery. There were small patchy areas of infarction in the left cerebral hemisphere and a large area of penumbra. The patient underwent a thrombectomy of the left middle cerebral artery. A CT scan on (B)(6) 2016 revealed no hemorrhages and the patient was started on heparin. It was reported that the patient had regained some myocardial functionality and a decision was made to ligate the lvad outflow cannula and turn off the lvad. On (B)(6) 2016 the driveline was ligated and the pump was turned off while leaving the pump implanted. Anticoagulants were not restarted postoperatively. The patient received 2 units of packed red blood cells for a hematocrit of 19%, with a post-transfusion hematocrit of 29.8%. The patient progressed daily neurologically and hemodynamically. On (B)(6) 2016 the patient was discharged in stable condition to rehabilitation for continued strength training for right sided weakness and expressive aphasia. No additional information was provided.